Manufacturer narrative:
(B)(4). Date of event: publication year of 2022. Batch # unk. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the author/surgeon believe that the ethicon device caused or contributed to the patient complications mentioned in the article? If yes, please explain. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Title: a randomized controlled trial of stapled versus ultrasonic transection in distal pancreatectomy. Authors: luca landoni, matteo de pastena, martina fontana, giuseppe malleo, alessandro esposito, luca casetti, giovanni marchegiani, massimiliano tuveri, salvatore paiella, antonio pea, marco ramera, alex borin, alessandro giardino, isabella frigerio, roberto girelli, claudio bassi, giovanni butturini, roberto salvia. Citation cite: surgical endoscopy (2022) 36:4033¿4041 https://doi.org/10.1007/s00464-021-08724-3. This study is a bicentric, patient-blinded, randomized clinical trial conducted from july 2018 to july 2020 at the unit of general and pancreatic surgery, university of verona hospital trust, verona, italy. Eligible patients were randomized in a 1:1 ratio to stapled transection (endo gia reinforced reload with tri-staple technology®) or ultrasonic transection (harmonic focus® + or harmonic ace® + shears ethicon). Overall, 72 patients were randomized in the stapled transection arm and 73 patients in the ultrasonic transection arm. Reported complications included postoperative pancreatic fistula grade b and grade c (n=14), biochemical leak (n= 21), abdominal collection (n=23), percutaneous drain (n=7), delayed gastric emptying (n=1), post pancreatectomy hemorrhage (n=8) , clavien -dindo grade iii (n=13), mortality (n=1), reoperation (n=3), readmission(n=10). In conclusion present randomized controlled trial of stapled versus ultrasonic transection in elective distal pancreatectomy demonstrated no significant difference in postoperative pancreatic fistula rates and no substantial clinical impact on other secondary endpoints.